Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake and the care taker changed". On (B)(6) 2010 the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on (B)(6) 2010. On (B)(6) 2010, a peritoneal analysis and culture were performed. On (B)(6) 2010 the patient began remedial therapy with fortum. It was not reported whether the patient was retrained in aseptic technique or if it resolved. The peritonitis was resolving. The reporter believed that the peritonitis was related to the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.